Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product has been discarded.

Event description:
The customer reported that the surgeon was doing a t2 recon procedure and the bone was dense in the femoral head. He further reported that when the surgeon was inserting the lag screw into the hard bone, it broke. The surgeon was using a cannulated drill over a guidewire during insertion (as opposed to a solid step drill). The surgeon was able to remove the screw completely and to put in another screw. The procedure was completed successfully with a 5 minute delay to surgery.